Event description:
As reported by the field clinical specialist, a transfemoral tavr procedure was performed to implant a 26 mm sapien 3 ultra valve into a pre-existing surgical valve. There was no difficulty inserting the 14f esheath+ into the patient. The commander delivery system was advanced into the esheath+. A kink was observed near the aortic-iliac bifurcation. The dilator was placed back into the esheath+ to straighten it out and passed through rather well. The delivery system was advanced again and resistance was met 3/4 of the way through the sheath. It was observed that the valve had a bent strut. The system was removed without complication. Upon removal, it was observed that the valve had penetrated the sheath shaft slightly. A new system was prepared. The new 26 mm sapien 3 ultra was successfully implanted. The patient tolerated the procedure without any complication and was sent to recovery with stable vitals. There were no issues noted during the crimping phase. The loader was fully inserted during insertion. The esheath was not inserted at a steep angle.

Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided. Upon review it was observed that tortuosity and calcification were present in the patient's access vessels. The complaints for a kinked sheath, resistance, and the sheath puncture were confirmed based on the available information. Available information suggests that patient factors (tortuosity, calcification) likely contributed to these events as patient factors were confirmed via the provided imagery. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in punctures. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief, particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.